Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the lead revealed no significant anomaly. The lead body was cut through and the product was segmented.

Event description:
It was reported, the patient's battery was explanted due to complaints of leg numbness. It was also reported, the patient felt numbness when the stimulation was on and off and also when the device was removed. It was reported, the patient was "fine that his existing leg numbness/weakness remained." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# va02292011, implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4). Product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.